Manufacturer narrative:
(B)(4). Device evaluation: the report that the sheath crumbled back at the tip during insertion was confirmed. Returned was a peel-away sheath/dilator combination. With the unaided eye, the sheath tip appeared damaged, but the tip of the dilator was not damaged. Under microscopic examination, one side of sheath tip was split and deformed, but not the other. The sheath body measured 2.75" in length, which meets specification of 2.625 - 2.875" per the sheath graphic. The sheath tip inside diameter (ID) could not be accurately measured due to the tip damage. The dilator measured 3.891" in length which meets specification of 3.75 - 4.00" per the dilator graphic. The outside diameter (od) of the dilator body measured 0.076", which meets the .074 - .078" requirement of the dilator extrusion graphic. The dilator protruded through the catheter 0.906", which meets the specification of 0.625 - 1.125" per the dilator/sheath assembly graphic. The instruction booklet provides insertion techniques for the sheath/ dilator assembly. The IFU directs the user to pre-dilate puncture site if necessary. It was noted that no skin nick was made prior to insertion. A device history record review was performed and did not reveal any manufacturing related issues. Other remarks: the probable cause of this issue could not be determined. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported upon insertion the sheath crumbled back at the tip. There was no patient death or complications reported. Follow up information states no skin nick was made prior to insertion. A single packaged sheath was used to complete the procedure successfully.